Event description:
It was reproted that the pt underwent pelvic surgery in 2004. During the operation, the surgeon believes that the surgical assistant "sheared" off the vein during retraction. At this point there was a vigorous venous bleed in the area. There were two initial attempts to stop the bleeding with suture. These first two suture attempts were initially successful, however, with retraction the vein tore again. Packing was placed in the area and an IV line was started to administer 4 units of prbc's. Approximately seven minutes later the pack was removed and the bleeding was still present. A clip was applied and the bleeding was halted. Estimated blood loss was 1000cc's. The mesh repair was then completed and the pt was subsequently taken to the recovery room in stable condition without further problems.